Manufacturer narrative:
(B)(4).

Event description:
It was reported that after use, a hole was confirmed in the cuff. On (B)(6) 2015, a patient was intubated with the tube and an operation was performed. A "little voice leak" was noted but the tube was continuously used. On (B)(6) 2015, the tube was removed and the hole was found. There is no patient harm reported and there is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer reported issue is confirmed. Functional and visual inspection was performed and it was observed the sample revealed a small cut in the cuff. Manufacturing controls were reviewed and no non conformances were identified. We are unable to determine the cause for this specific event however; information has been added to the database and trends will continue to be monitored.